Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an incorrect battery brand installed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the wrong battery brand used is unknown. No repairs have been performed at this time. If additional relevant information is received, a follow up MDR will be sent.